Event description:
Pt admitted for revison of right total hip arthroplasty for recurrent dislocation of his right hip prosthesis. Pt had right total hip replacement in 1994, afterwards he had several dislocations and had revision arthroplasty in 1997, since then the pt has had recurrent dislocations with three to four dislocations and instability. Pt admitted for right total hip arthroplasty and conversion to a more constrained prosthesis. During surgery it was found the pt's acetabular component had minimal anteversion, therefore it was removed and a new acetabular component was placed with more anteversion.